Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on june 19, 2019, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013 by (B)(6), m.d., at (B)(6) medical center in (B)(6). The patient had a scheduled retrieval procedure on or about (B)(6) 2017 by (B)(6), m.d. At (B)(6) medical center in (B)(6); the filter was unable to be retrieved. The complaint alleges embedment, tilt and perforation. The complaint specifically alleges that the patient was ¿[e]valuated for an attempted removal, but ivc filter could not be removed due to the hook being embedded in the ivc wall.¿ argon¿s attorneys are attempting to gather additional information.